Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted anterior prolapse. The first clip delivery system (cds ¿ 90417u349) was advanced to the mitral valve; however, during grasping, the posterior gripper arm came down, but the anterior gripper arm did not. Troubleshooting was performed, but the gripper arm would still not come down. The cds was removed with the clip attached. A second cds (90419u149) was being prepared for use; however, the arm positioner was inadvertently turned in the wrong direction causing the lock mechanism not to work properly because the clip would not open when unlocked. The was not used in the patient and the procedure was successfully completed with another cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed due to observed entrapment of gripper cover within the harness. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the observed entrapment of griper cover could not be determined in this incident. However, the reported gripper actuation was due to the observed entrapment. There is no indication of a product quality issue with respect to manufacture, design, or labeling.